Event description:
As reported, the tension indicator of a 6/7f mynx control vascular closure device (vcd) did not move at all. Although the balloon felt sufficiently retracted and in contact with the vessel, the indicator remained stationary. After removal, hemostasis was achieved through manual compression. There was no reported patient injury. The removed vcd was checked by pulling on the balloon to see if the tension indicator moved, but it did not respond at all. The device was stored and prepared in accordance with the instructions for use and will be returned for analysis. The mynx vascular closure device (vcd) was used in an interventional procedure utilizing a retrograde approach. The deployer was mynx certified. A non-cordis sheath introducer was employed with a 6fr french size. Regarding the femoral puncture site, the femoral artery's suitability was verified on angiography, including an insertion angle of 30-45 degrees for the vascular sheath introducer, and the vessel diameter was confirmed to be greater than or equal to 5 mm. There was little vessel tortuosity and no presence of pvd or calcium in the vicinity of the puncture site. No device or package damage was noted prior to use. Additionally, two videos taken during the procedure, showing the device not functioning were attached for reference. The device was returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available due to need for additional testing/review. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the tension indicator of a 6f/7f mynx control vascular closure device (vcd) did not move at all. Although the balloon felt sufficiently retracted and in contact with the vessel, the indicator remained stationary. After removal, hemostasis was achieved through manual compression. There was no reported patient injury. The removed vcd was checked by pulling on the balloon to see if the tension indicator moved, but it did not respond at all. The device was stored and prepared in accordance with the instructions for use and will be returned for analysis. The mynx vcd was used in an interventional procedure utilizing a retrograde approach. The deployer was mynx certified. A non-cordis sheath introducer was employed with a 6fr french size. Regarding the femoral puncture site, the femoral artery's suitability was verified on angiography, including an insertion angle of 30-45 degrees for the vascular sheath introducer, and the vessel diameter was confirmed to be greater than or equal to 5 mm. There was little vessel tortuosity and no presence of peripheral vascular disease (pvd) or calcium in the vicinity of the puncture site. No device or package damage was noted prior to use. A non-sterile mynx control vascular closure device 6f/7f involved in the reported complaint was returned for investigation as well as two videos showing the use of the mynx control device. In the videos, a mynx control device is observed. When pulling the shaft, the mark on the tension indicator does not appear as expected. Per the instructions for use (IFU) for this product, the tension indicator is intended to visually confirm proper tensioning during deployment. Visual inspection of the received device showed that buttons 1 and 2 were not depressed. The sealant was found in its manufactured position, fully covered by the sealant sleeves. The balloon was fully exposed, as expected, due to the manufactured position of button 2. No secondary damages or anomalies were observed on the returned device. Additionally, the syringe and sheath used with this unit were not returned for evaluation. A functional test could not be executed as the device deployment simulation could not be achieved due to a stuck condition in the components. The tension indicator was not working as intended when the core wire was pulled, making it impossible to depress button 1. Due to the results observed during the functional test, the device¿s internal configuration was visually evaluated. During this analysis, it was noted that the components were adhered to the handle surface due to a dry substance on the internal components and the internal surface of the handle, causing an adhesive effect. The analyst perceived clear resistance when separating the components from the handle. This condition is usually related to excessive contrast media introduced by the user during the preparation process. After the substance was removed using alcohol and the handle was reassembled, the mobility of the tension indicator was restored, making it possible to complete the functional analysis. The observed behavior led to the conclusion that the event described was directly related to the device¿s adhered surfaces resulting from the identified dry substance. The reported event of ¿tension indicator-no change to tension indicator¿ was confirmed through analysis of the returned device and videos received since the window could not change during functional analysis and the issue was noted in the videos. However, the exact cause of the issue experienced could not be determined during analysis of the returned device. Based on the information available for review and product analysis, prepping/handling factors most likely contributed to the dry contrast substance found on the device received and the subsequent immovability of the tension indicator, especially since the tension indicator performed as intended after the dry substance was cleaned off the device. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states, ¿grasp the device handle and align the device with the tissue tract. Pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension.¿ neither the product analysis, the video analysis, nor the information available for review suggest that the reported incident is related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.